Event description:
Covidien received information that the patient was removed from the ventilator due to the ventilator not detecting the oxygen (o2). The patient was not harmed or injured as a result of the event. Covidien inspected the device and could not duplicate the alleged malfunction. The ventilator passed all testing.

Manufacturer narrative:
Covidien reference # (B)(4).